Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. It was also reported that the insulin pump had a loose drive support cap. The blood glucose reading was 280 mg/dl. The customer stated that she tried to prime the insulin pump thrice but insulin kept shooting out every time. She stated that insulin continued to drip after she let go of the act button during the prime process. Upon troubleshooting, the customer was unable to successfully prime the infusion set. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to cracked end cap. The drive support disk was inspected and no anomaly was noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.